Event description:
A distributor reported a screw broke and the tip remains in the patient's bone.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The customer reported that the screw was discarded and not available for return, therefore, no evaluation can be performed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.